Event description:
It was reported that a malfunction occurred on the pump, and there were no notable events prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump and provided information on how to do so. After resetting, the malfunction code did not recur, and the customer was advised that they may continue to use the pump. The caller was instructed to contact technical support if the malfunction code appears again.